Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer outer coil noted at 22.8 cm to 23.2 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device. The exposure of the outer coil in this abrasion zone could have caused the complaint of a noise problem from the field.

Event description:
New information states that the lead was fractured.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibted noise. An insulation anomaly was noted at explant, the lead was replaced successfully, the patient was stable post procedure.